Event description:
In 2007, the patient was treated for a traumatic transection of the aorta with the gore tag thoracic endoprosthesis. The aorta measured between 20-21mm. The next month, a chest x-ray and CT scan showed longitudinal collapse of the tag device. The device also appeared to be bird beaked. The physician had planned to explant the device the next day. However, the patient was reported to have too many comorbidities to survive any additional procedures at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.